Manufacturer narrative:
Investigation summary material #: [251181]lot/batch #: #2325441 bd received photos for evaluation. Bd was able to determine the issue was precipitation. This complaint is able to be confirmed. The complaint history has been reviewed and no trend was identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk mold was found in the media. The following information was provided by the initial reporter: according to the customer's report, bacterial resembling mold was found on the media.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk mold was found in the media. The following information was provided by the initial reporter: according to the customer's report, bacterial resembling mold was found on the media.